Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the image from the 30-degree endoscope was upside down. The customer resolved the issue by switching to a 0-degree endoscope. The procedure was completing as planned with no reports of patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. The customer was advised by the intuitive surgical, inc. (Isi) technical support engineer (tse) regarding the guided tool change (gtc) function. The tse instructed the customer to press the clutch button and re-install the endoscope, which resolved the reported problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.